Event description:
Reporter described event as follows: "I went to pick up the sharps container from the collection area, the container started to fall, so I grabbed for it on the top and at the side and I somehow received a needlestick to my hand from a needle that protruded through the container".